Event description:
Report of explant of device due to "infection" received per device returned product report. Follow up hcp revealed pt had neglected an erosion of hardware through the skin by the ankle. Pt experienced symptoms of fever, redness, swelling, drainage and pain. The primary location of the infection was the lead track. A culture was obtained and was positive for staphlococcus. The pt was treated with IV anitbiotics and partial device system explant. The infection has resolved.